Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, information received indicates event resolved (B)(6) 2016.

Event description:
Urinary tract infection without fever (cystitis) 2 days after removing the catheter. Date of onset event : (B)(6) 2016. Treatment : per os antibiotic for 7 days. Date of resolution: (B)(6) 2016. Device still implanted in patient on (B)(6) 2017.

Manufacturer narrative:
This follow-up is created to document the conclusion that this event is not related to the procedure or the device per hcp.

Event description:
Additional information received indicated the physician considered this event not related to the procedure or the device.